Manufacturer narrative:
The pump was received with motor error alarm during rewind due to damaged motor slide. The pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there are cracks at the reservoir compartment. The customer's blood glucose level at the time of incident was 289mg/dl. The customer states the cracks are around the rim of the reservoir compartment. The customer was advised the pump would have to be replaced and returned for analysis.